Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size and located in the left upper lobe, apicoposterior segment. A radial ebus probe was used for localization, and biopsy tools such as a 21g flexision biopsy needle, compatible forceps, and bronchoalveolar lavage were employed under c-arm fluoroscopy. After waking from anesthesia, the patient reported chest pain. A subsequent chest x-ray revealed a moderate-sized pneumothorax, necessitating chest tube placement and hospitalization. The patient was also treated with an albuterol nebulizer and oxygen face mask. The pneumothorax resolved, and the patient was discharged in stable condition after a 2-day hospital stay. The physician believed the pneumothorax was not related to the ion system, but rather to the nodule's proximity to the pleura. The physician also believed the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.